Event description:
Customer reportedly received results of lo (<10 mg/dl) and 162 mg/dl within 10 minutes on the advantage system. No low blood symptoms reported within these results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.